Event description:
It was reported that during insertion of an mi60l lens into the pt's eye, the surgeon noticed the trailing haptic was missing. The trailing haptic had sheared off during the loading process into the lp604350 inserter. The incision was enlarged to remove the lens and no sutures were required to close the wound. Please ref MDR # 1119279-2012-00038 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.